Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and a suspected dislodgement. It was also noted that there was a right atrial (ra) lead position check failure and the right ventricular (rv) lead had intermittent t-wave oversensing (twos). The rv lead was reprogrammed and the ra and lv remain in use. No patient complications have been reported as a result of this event.